Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming insulin concentration and bolus history were correct. Suggested customer to call md to discuss possible causes of low bgs. The customer stated that they had erratic readings after time change was made. They stated that their pump was twelve hours off last week. The customer stated that they did not change the time and pump jumped the time on its own and they feels uncomfortable with pump at this time.